Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, defib testing, ECG testing, and environmental chamber testing without duplicating a fault condition. An internal inspection of the device found no discrepancies. Review of the device log found no evidence of the malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to charge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.